Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, device specific information was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article in european society of cardiology was comparing electronic magnetic interference (emi) with old and new implantable devices. After implantation of the lvad, the ICD device appeared to be in back-up mode (vvi 65 bpm) and shock therapy was disabled. After a multidisciplinary consultation (together with abbott), it was decided to replace the ICD device. The cause of this problem was attributed to the emi generated by the implanted hmii. Following the replacement with a device from a different manufacturer, no further issues were observed.. Specific patient information is unknown. Details are in the attached article titled "emerging electromagnetic interference between implantable cardioverter-defibrillators and left ventricular assist devices.". Patient specific information is unknown. Further information is not available. Yalcin, yunus c., kooij, claudette, et al. Emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices. Europace (2020) 00, 1¿4. Doi:10.1093/europace/euaa006